Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the patient didn't feel stimulation. There were no trauma or falls related to this issue. They also noted that their symptom control was not 50% or better. They stated that the manufacturer representative (rep) set them at 1.4 and, when the rep set it, they felt some lower abdomen pain and a dull ache at the bottom of the buttock that felt like heaviness. They were told to not make any adjustments. As soon as they stood up to leave, the sensation stopped and they didn't feel any stimulation sensation after that at all. They increased the stimulation to 3.7 and stated that the stimulation wasn't painful, but there were other sensations. They described this as a sudden change. They confirmed, with the patient programmer, that the therapy was on. They were going to follow-up with their healthcare professional (hcp).